Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. Visual inspection revealed that the top case was cracked by the left and right bottom corners. There was also visible contamination, and a crack by the tube holder. A review of the event history log (ehl) showed multiple backup audible alarm posts. The backup audible alarm post was also replicated during the power up process. This product problem occurred because the main pc board was corroded and contaminated. Fluid had entered through the cracked tube holder and contaminated the main pc board. This issue was caused by the user. A user issue was therefore established as the root cause. The investigator replaced the main pc board and performed preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
It was reported that the display of the medfusion pump was damaged. In addition, the primary audio failed. There was no patient involvement.